Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 100 mg/dl, and the meter bg reading was 38 mg/dl. Reportedly, due to the inaccuracy, the customer experienced a low bg. The low bg caused the customer to lose consciousness after which the customer's spouse called emergency services who treated the customer with glucose supplements to address the bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.